Event description:
Physician performed cryoablation treatment of a large fibroadenoma with the visica treatment system in 2002. The temperature sensor on the console displayed aberrant readings; however the device performed as intended and the treatment was completed according to instructions for use.